Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient who was implanted with a neurostimulator for phantom limb pain, radicular pain syndrome (radiculopathies), complex regional pain syndrome type I, and other pain indications ¿ other. It was reported that there was a loss of therapy even with stimulation at 10.5 volts. Impedances results with all combinations were between 3000 and 9300 ohms. There were no combinations within a normal range. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins is not working. The patient cannot feel stimulation in her hand and her pain is back. The patient has tried turning the ins off and on but still did not feel stimulation. The patient has tried increasing stimulation and still did not feel stimulation. The programmer showed stimulation was on. The patient said she slipped and hit her arm on the back of a door jamb to catch her fall. The patient has a bruise. The patient was directed to follow up with her hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the impedance check prompted the healthcare provider to replace the lead and batteyr on (B)(6) 2019. No further complications are anticipated.